Event description:
It was reported that during an unknown procedure, the staples would not release. Upon the firing, no staples were delivered. The same problem occurred with a second cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.